Event description:
It has been reported to us that during the procedure, the guide catheter shaft separated, resulting in a surgical procedure. The physician inserted the guide catheter into the patient and advanced it forward into the right coronary artery but it was difficult to engage. The physician then noticed a kink. The physician tried to release the kink and twisted the shaft attempting to return the kinked shaft to its original state but was unsuccessful. The physician screened the femoral artery and it appeared that the guide catheter shaft had separated while inside the patient. The physician attempted to remove the shaft with a snare; however, the separated shaft was difficult to remove and remained inside the patient. The physician performed a cut down procedure on the femoral artery and surgically removed the separated shaft from the patient. The patient is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subjected device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded - not returned for evaluation. The event has not been confirmed; no product was returned for evaluation.